Event description:
In 2004, the pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. On an unknown date, the patient was being treated for pneumonia. An abdominal CT scan showed fluid outside of the aorta near the implanted gore excluder aaa endoprostheses. The pt was not hypotensive, but did complaint of back pain. The pt was converted to open repair and devices were explanted. The physician was unable to find evidence of an endoleak. The endografts were replaced with a polyester aorto-bifemoral surgical graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of the aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note attached list of additional devices implant in pt.